Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed battery longevity overestimation issue on the pacemaker. No intervention was performed. There was no patient consequences.